Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up myopotentials were noted. The patient was pacemaker dependent and asystole for greater than two seconds was noted. The device was reprogrammed and a follow up was booked in three months. No adverse patient effects were reported.